Event description:
It was reported that during surgery the cage broke apart. The surgeon used an other one of the same size to complete the surgery.

Manufacturer narrative:
Investigation has been initiated. Any add'l info will be filed as supplement report.